Event description:
Facility reported that the ihcs7 carroll healthcare full electric bed malfunctioned on (B)(4) 2015 at approximately 7:30 p.m. According to two of their staff members, who were present at the time, the bed came down suddenly and hurt the hand of the employee who was manipulating the control and caught the leg and arm of the other employee. No alleged medical intervention. No injury to the user in the bed.

Event description:
Facility reported that the ihcs7 carroll healthcare full electric bed malfunctioned on (B)(6) 2015 at approximately 7:30 p.m. According to two of their staff members, who were present at the time, the bed came down suddenly and hurt the hand of the employee who was manipulating the control and caught the leg and arm of the other employee. No alleged medical intervention. No injury to the user in the bed.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the bed coming down suddenly. However, upon visual inspection, one foot slat was bent, one foot slat had a broken weld, and a mounting bracket was broken.